Manufacturer narrative:
The valve was patent and met all specifications for pressure-flow and preimplantation testing. The valve did not pass siphon, reflux or leakage testing due to a large slice on the bottom of the delta chamber. It is unknown how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was not functioning properly due to a tear in the valve membrane.